Manufacturer narrative:
A ge rep evaluated the system and reseated connector plugs. System operates as intended.

Event description:
Customer reported the system intermittently will not boot up. No pt injury was reported.